Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 21186279.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted device components were discarded by the medical facility and will not be returned.